Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the "impella defective" alarms and pump not detected failure cannot be determined as there is no product or data logs to evaluate.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age and gender was on impella cp support for hemodynamic support. The automated impella controller (aic) displayed console alarm "impella defect". Therefore, the pump was explanted. A new pump was placed, and a new aic console was used to resolve the issue. There was no reported patient harm.

Manufacturer narrative:
Additional information from initial MFR 1220648-2024-06290 was provided in section b5, d6a, and d6b. This is one of four medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-06292 for automated impella controller 1 with serial number (B)(6). Refer to manufacturing report number 1220648-2024-06294 for automated impella controller 2 with serial number (B)(6). Refer to initial medwatch with date of report 15-jan-2025 for pump 2 impella cp serial number (B)(6). Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information from initial MFR 1220648-2024-06290 was provided in section b1, b2, h1, and h6.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to impella support, the patient was cannulated with extracorporeal membrane oxygenation (ECMO) and was intubated. It was reported that after the impella cp with serial number (B)(6) (pump 1) was implanted and connected to the automated impella controller (aic) with serial number (B)(6) (aic 1), an alarm occurred for impella defective. The impella cp was explanted and replaced with a new pump with serial number (B)(6) (pump 2), and the impella defective alarm was not resolved. An additional aic with serial number (B)(6) (aic 2) was connected to the second pump, and the impella defective alarm was not resolved. The aic was replaced again with a third unit, the alarm was resolved, and support was initiated. After 6 days of ECMO and impella support, a cerebral bleed was discovered, and therapy was discontinued. It was noted that the cerebral bleed was not impella related. The patient was given systemic heparin during impella use. It was noted that the patient expired while on impella cp support. There was a delay in needed support when pump 1 would not be recognized by aic 1. Additionally, there was a delay of support as the aic 1 and aic 2 would not recognize pump 1 or pump 2. It cannot be said the period of time with loss of hemodynamic support did not contribute to the patient's overall outcome. The patient experienced a cerebral vascular accident while on support with pump 2. While the physician stated it was not impella related, but there is no alternative cause identified or provided as the likely cause of such event. Additionally, the patient was given systemic heparin for impella use which may have contributed to the cerebral bleeding. Pump 1, aic 1, aic 2, and pump 2 cannot be ruled out as contributing factors in the overall event.